Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the plastic distal end cover has a burn, however, the cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope exhibited an apparent burn or rust area on the tip of the bronchofiberscope, near the exit of the working channel. There were no reports of patient harm.